Event description:
In 2007, this patient underwent endovascular repair for a thoracic aortic aneurysm. Prior to implantation of three gore tag thoracic endoprosthesis, a celiac artery bypass were performed. Post-operatively, the patient expired due to bowel ischemia. The physician attributed the death to the bypass, and not the tag devices.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient: tg3415/05276898, tg4015/05309915.